Event description:
It was reported that the patient experienced urethral stricture with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing device was removed. No new device was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient had the aus removed due to urethral stricture. No new device was implanted. No more information available at the moment. Should additional information become available, it will be provided. It was further reported that the patient experienced recurring incontinence leading to the procedure. The patient had a great amount of scarring from other surgeries and urethral strictures not related to the device. That was the reason the physician opted for not implanting at this time and "come back" in a few months. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced urethral stricture with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing device was removed. No new device was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient had the aus removed due to urethral stricture. No new device was implanted. No more information available at the moment. Should additional information become available, it will be provided.